Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient's device was not responding to commands. The patient reported stimulation was not providing complete coverage in all of the desired locations. The physician advised that the scs system was functioning properly and the patient's significant amount of scar tissue is a potential cause of the event. Reprogramming did not resolve the issue. The patient is currently working with the physician and sjm representative to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.